Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was failed and required maintenance. A field service engineer (fse) found that the control boards in half height cubie drawer 6 were unresponsive and replaced all required components. After replacement, the drawer was tested and confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3.1 failed along with all cubies in the drawer, resulting in a maintenance required situation. The user attempted storage space recovery and rebooted the station, but both troubleshooting steps failed and issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.